Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/ not provided. Serial number: unknown/ not provided. Catalog number: partial catalog number indicated since product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: unknown as product serial number was not provided. Section d6a - implant date: unknown/ not provided. Section d6b - explant date: explant date does not apply because the lens remains implanted. Email address: unknown/not provided. Telephone number: +011(31)132210000. First/given name: unknown/ not provided. Last name: unknown/ not provided. Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain the missing information. However; to date, no definitive response has been received. Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol), model gib00 which is implanted/used with the vitan dk9000 shooter, shows some issues when unfolding. A brief description of the issue indicated that after the surgeon implants the iol, the haptics stay on the optic for too long and are stuck to each other. It was provided that the issue occurs too often. They tried preparing the unit with balanced saline solution (bss), healon and a combination of both which does not resolve the issue. They are using an additional instrument to detach the haptics from each other, which could eventually lead to a risk of complications. Through follow up it was learned that no specific serial numbers, event dates or number of patients can be provided as this is a general complaint. The lenses remain fully implanted. No other patient issues or interventions were reported. No further information was provided.